Event description:
Procedure: laparoscopic supracervical hysterectomy. According to the reporter: after complete insertion and visibility by the scope, it was noticed there was a piece missing from the distal end of the cannula. The technician reports having heard a popping or cracking noise. The surgeon removed the cannula, and inserted a different cannula and continued with the procedure. The 3mm x 8mm piece missing from the cannula was not visible nor found. When the radially expandable sleeve was removed at the end of the case, it was discovered there was a hole in the side of it, indicating the cannula and obturator may have gone through during the initial insertion of the first trocar.